Manufacturer narrative:
The insulin pump was received with normal operating currents. The pump also passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The insulin pump had a minor scratched lcd window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, and a cracked case at the reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, and a cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl and the battery compartment broke off the insulin pump. Customer stated that it occurred when he was trying to replace the battery. Customer stated that there are cracks on one side where the top is cracked and came off. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.